Event description:
It was reported that upon boot up the device freezes at the self test screen. There were no reports of patient use associated with this event.

Manufacturer narrative:
Physio-control continues to investigate the reported failure.